Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit board (pcb) has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the ventilator. The received expiratory channel pcb was installed in a reference system for simulated-use testing. The pre-use checks tests failed the internal leakage, pressure transducer, and safety valve sub-tests since the safety valve was open, when it was expected to be closed. The failure with the reported pre-use checks tests failure during the pre-use checks tests were confirmed in the received device logs. Our conclusion of the investigation is, that the issue occurred due to a defective chip in an integrated circuit that is part of the electronics for the safety valve function. The root cause for why the integrated circuit chip had failed has not been determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage, pressure transducer, and safety valve sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).